Event description:
Procedure type: lobectomy. According to the reporter: after the reload was fired, the jaws failed to open. The reload was cut out of the tissue. A new reload was used to compete the surgery. Surgery time was not extended by more than 30 minutes. There was no unanticipated tissue loss or damage, and no blood loss. There was no reinforcement material used in conjunction with the stapling device. The patient is currently in good condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).